Event description:
Pt had the device implanted in 2004. Device was recalled by the company. Pt went to see her cardiologist for the device to be removed, but md said it was not necessary. One time in 2005, the device fired; which saved pt's life. Past june, pt was sitting by the telephone and it rang, the device zapped. Any time the phone rings, pt gets shocking sensation. Pt went back to see md, representative from the company was invited to get the device interrogated. Rep said device did not get fired, but pt felt shocks. Pt thinks device is defective and very unstable and want device to be taken out. Company can test it all they want, but they need to take it out.